Event description:
(B) (6) in (B) (6) reported to smiths medical in the (B) (4) that there was broken tubing between dome and pt end on one of the two lines. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is (B) (4) and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (B) (4) by smiths medical international in (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical international. Samples have been rec'd from the customer; however, smiths has not yet completed its investigation into this matter. A follow up report will be submitted as soon as the investigation has been completed.